Manufacturer narrative:
The system was examined and the reported event was replicated. The illuminator table was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 30, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the illuminator table. However, how or when the module became nonconforming could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure the table top illuminator would not turn on. The nurse was instructed to eject the illuminator and re-insert. This resolved the issue. The case was completed as planned. There was no harm to the patient.